Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (discarded at the facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred post procedure. During a pulse field ablation procedure, a farawave 2.0 was selected for use. After the procedure was completed and all catheters except the coronary sinus (cs) catheter were removed, blood pressure dropped immediately after removal of the cs catheter. A pericardial effusion was confirmed by echocardiography. A pericardial drainage was performed. It was informed that the patient is recovering. In the physician opinion, it is believed that before removing the cs, the catheter entered the vom (vein of marshall) region and caused a perforation.